Event description:
The event is reported as: complaint alleges: stapler remained blocked. Surgeon had to remove stapler with forceps. Patient consequences was pain upon removable of device. No reported patient injury.

Manufacturer narrative:
Sample not returned to manufacturer in time for this report.